Event description:
During arthroscopic implantation of the 1.8 knotless fibertak soft anchor with #2 suture, approximately 1 cm portion of the spear tip broke off and remained embedded in the patient's left scapula. The decision was made by the physician to not attempt retrieval of the retained portion. X-rays were obtained for verification and this was disclosed to the patient. A report was also filed with the state per their recommendation.